Event description:
It was reported that the insulin pump was warm to the touch. The battery was removed, and when it was reinserted the display remained blank. Nothing further was reported.

Manufacturer narrative:
The insulin pump was warm and the display was blank due to a capacitor at the liquid crystal display puncturing the isolation tape and making contact to the positive side of the battery tube. The battery cap was melted at the coin slot.